Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient as it was reported that the patient appeared to be in their (B)(6). Evaluation summary: the balloon catheter was returned with blood on the balloon and on the shaft, consistent with being advanced into the anatomy. There was contrast in the inflation lumen. The balloon was tightly folded, consistent with not being inflated. The inner member inside the balloon at the proximal balloon seal was wrinkled. There was no other damage noted to the balloon catheter. The guide wire and inflation device used during the procedure were not returned. During functional testing, a new indeflator filled with gastrografin diluted 1:1 with water was used in an attempt to pressurize the balloon to 14 atmospheres but the balloon could not be inflated. The fluid advanced through the inflation lumen up to the proximal seal at the location of the wrinkled inner member and would not advance into the balloon. Based on the reported information and analysis of the returned device, the failure to inflate is due to the wrinkled inner member blocking the inflation lumen near the proximal balloon seal. This wrinkling is likely due to interaction with the spartacore guide wire. The reported resistance with the spartacore likely caused the inner lumen to bunch and wrinkle at the proximal balloon seal causing the blockage of the inflation lumen. Although a cause for the resistance with the guide wire could not be determined, potential factors for resistance between a balloon dilatation catheter and a guide wire include, but are not limited to, manipulation through tortuous and/or tight lesions, the condition of the guide wire being used, coagulation of blood or contrast in the lumen of the catheter and/or on the guide wire can also be possible factors in reduced clearance/resistance. If the resistance is not reduced and continued pushing or pulling force is applied to the wire, the result may be deformation of the guide wire lumen as observed in this case. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
Reportedly, during advancement of an armada over a spartacore guide wire for treatment of a lesion located in a bypass graft in the right leg, resistance was felt during advancement before the device was advanced into the patient anatomy. The armada was withdrawn from the spartacore guide wire, rewiped and reflushed, and advanced over the spartacore guide wire into the patient anatomy. A non-abbott inflation device was taken up to 8 atmospheres and held pressure; however, the balloon would not inflate, although there was no contrast seen leaking from the balloon. There were repeated attempts to inflate the balloon; however, all were unsuccessful. The armada was withdrawn from the patient and tested outside of the patient anatomy. The armada would not inflate; however, no leaks were observed during use inside the patient or during testing outside of the patient. Another armada of the same size and a fox plus balloon were used with the same spartacore guide wire and indeflator and the procedure was completed without further incident. There were no adverse patient effects and a clinically significant delay in procedure was not reported. No additional information was provided.